Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive thermal damage to multiple components on the computer / analog (ca) and defibrillator boards. The cause of the inability to power on is the extensive thermal damage. The root cause of the extensive thermal damage could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.